Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) multirate infusors, which were filled up to 245 ml and programmed to be used over 48-49 hours, stopped working mid-way with significant drug solution remaining in the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This MDR is for an allegation against one (1) multirate infusor. Additional information: the device was manufactured (B)(4) 2017 - (B)(4) 2017. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the device, and the flow rate of the device was found to be within specification. Continuous flow was observed during the functional flow rate test. The reported condition was not verified. The companion sample was found to operate within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.